Event description:
It was reported that during a low anterior resection procedure, the stapler was placed in the same level with pelvic diaphragm; stapler was fired. The staple line in the anterior became detached and the tissue was cut; anastomosis was open. In that level, it was not possible to fire a stapler again or apply purse string sutures; the left column was knotted to ima root; by trans-anal pull through, column-anal anastomosis was performed. Proximal preventive - right colostomy was opened. Due to the difficulties encountered with this device, there was a delay in the operation; operation technique was changed and there was a delay in the patient's stay; potential infection in pelvic area; staple line was open in pelvic floor. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Additional information was requested on (B)(6) 2010 and no response has been received.

Manufacturer narrative:
(B)(4).

Event description:
The reporter contacted animas on behalf of her daughter (the pt) alleging that keypad button presses did not activate desired pump functions. The reporter claimed that the ok button required multiple presses for the pump to respond. The reporter claimed that the keypad was intact and denied that the device was exposed to moisture.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. Event could not be confirmed as the device worked as intended. A batch record review was performed and no anomalies were found during the manufacturing process.